Event description:
It was reported that the patient experienced back out of the eagle screw from the cervical plate. Surgeon has taken no action at this time. Patient is being monitored. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Eagle screw was reported to have backed out from the plate post-op. No x-rays were supplied a few details are known at this time. This surgeon has experienced screw backout in multiple patients. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.